Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on approximately (B)(6) 2025, the patient developed a pimple under the sensor patch which progressed from a pimple to an abscess. On an unspecified date, the patient consulted a physician who provided a prescription for an oral antibiotic medication (amoxicillin and clavulanic acid 875 mg/125 mg, unspecified duration) and began treatment on (B)(6) 2025. No photo was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.